Event description:
A pt was implanted with a trochanteric fixation nail in 2009. Subsequent to the implantation, it was noted the helical blade had migrated up into the acetabulum. X-rays taken showed the locking mechanism of the nail was not deployed - it was all the way at the top of the nail. X-ray also showed the interlock screw was not passing through the nail. The pt was returned to the operating room on (B)(6) 2012 for removal of the nail and revision to a total hip. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.